Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed the device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well.

Event description:
It was reported that the arctic sun device was alerting air leak and no flow. Nurse tried to start therapy and unable to get device to work. Four pads were connected with no bends or kinks. Mss walked through stop therapy, drain and disconnect the pads. Mss had the nurse reconnect holding nowhere near clear connector and verified audible clicks with each connection. Device primed for quite some time. Nurse continued to alert air leak. System diagnostics were outlet monitor temperature (t1) was 48.6f, outlet control temperature (t2) was 48.6f, inlet temperature (t3) was 81.1f, chiller temperature (t4) was 38.3f, water flow rate was 0.5 l/m, inlet pressure was -3.2 psi, circulation pump command was 100 percent, mixed pump command was 100 percent, system hours was 6633.2 and pump hours was 6042.3. Nurse would send device to mss and swap out for ed's device. Per additional information received on 03-oct-2022, it was reported that the nurses swapped to this new arctic sun device and even changed out arctic gel pads. Nurse got priming message and then straight to no flow. Four pads connected with all lines straight. Mss had the nurse stop therapy, drain pads and disconnected. Draining took extremely long time. Nurse walked through reconnect. Mss had nurse placed device in manual control at 39.2f. Outlet monitor temperature (t1) was 44.4f, outlet control temperature (t2) was 44.4f, inlet temperature (t3) was 84.9f, chiller temperature (t4) was 41.4f, water flow rate was 0, inlet pressure was 0, circulation pump command was 100 percent, mixed pump command was 0, heater was 0, water reservoir level was 5, system hours was 4576.1, pump hours was 4410.2. Device alerted 41 low internal flow. Mss advised to send this device to mss as well. Per additional information received via follow-up on 17-oct-2022, nurse stated patient did not complete therapy with arctic sun devices or pads, patient completed therapy with a cooling blanket. No reported injuries. Devices were sent to biomed; nurse had no additional information regarding either device or pad. All pads were disposed of and unavailable for return. Per additional information received via follow-up on 24-oct-2022, it was stated there was no issue with the device, the device was working fine. Stated that the device was not filled correctly at the time.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.